Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit wont turn on properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) verified and remarked as no power had to change the exec processor and power management board, also the video gen board went out. Unit had saline solution on the unit just received the po from biomed. To fix the issue, fse replaced executive processor pcb, display monitor to video gen board and scroll compressor. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.